Event description:
The patient was enrolled in the champion atrial fibrillation clinical study on (B)(6) 2022 with patient identifier (B)(6). It was reported that pericardial effusion occurred. A left atrial appendage closure procedure was being performed. Pre implant assessment tee revealed no evidence of intracardiac thrombus, laa sludge, left atrial appendage thrombus and complex aortic atheroma. Prior to index procedure, aspirin (81 mg) and rivaroxaban (20mg) were administered. The patient underwent successful placement of a 35mm watchman flx device with a complete seal and deployed device diameter of 26.5 mm. Post implant transesophageal echocardiogram (tee) assessment revealed moderately reduced left ventricular ejection fraction of 20-25%, with pericardial effusion of 17 mm which was worsened by the implant procedure. Atrial septal shunt of size greater than 3 mm left to right was noted circumferentially in the esophageal windows, however, in the trans gastric windows, the effusion was noted to be large and measured 1.66 cm. The patient became hypotensive and was administered fluid bolus and boluses of phenylephrine. In response to the pericardial effusion, an emergent pericardiocentesis was performed, a pericardial drain was implanted, and 350 ml of blood was withdrawn from the pericardium and reprofused through peripheral IV. Blood pressure stabilized after removal of the blood from the pericardial space. At the time of the event, the patient was on apixaban (20 mg), aspirin (81 mg) and prasugrel (10mg). Repeat transthoracic echocardiogram (tte) assessment revealed a small to moderate pericardial effusion mostly pronounced posteriorly. After removal of the kink in the pericardial drain, the pericardial fluid was removed and there was a trace pericardial effusion. On 28sep2022, lab investigation revealed drop in hemoglobin value of 11.5 g/dl (standard range: 11.6 to 15 g/dl) and hematocrit value of 34.1 (standard range: 36 to 44). The patient was transfused with 1 unit of packed red blood cells due to post operative blood loss anemia. After which the hemoglobin level was stable. On the same day, follow-up tte revealed trivial pericardial effusion with some fibrinous material anteriorly. On 29sep2022, repeat lab investigation revealed improved hemoglobin value of 12.6 g/dl and hematocrit value of 36.4. On 29sep2022, a follow up tte was performed to check the status of pericardial effusion post pericardiocentesis procedure and it showed no presence of pericardial effusion and fluoroscopy was performed which confirmed the device placement. On the same day, on physical examination, the patient was noted to be in no acute distress and was doing well, however, complained of pleuritic chest pain. Later, the pericardial drain was removed at bedside by the physician. The patient was started on colchicine 0.6mg twice a day in response to the event. On 29sep2022, rivaroxaban (20mg) was stopped as per protocol. On 29sep2022, the event was considered to be resolved and on the same day, the patient was discharged home on aspirin (81 mg) and prasugrel (10mg).